Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and the item number are not provided and the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. No lot number provided.

Event description:
Doctor reports that the patient had a broken unknown zimmer implant in tooth site #19 and it was removed. Site was grafted with allograft prior to initial placement.